Event description:
New information received indicated the atrial lead was capped and replaced on (B)(6)2021.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the atrial lead had low pacing impedance <100 ohms and noise. The lead was explanted and replaced without issue. The patient was stable.